Manufacturer narrative:
Other relevant device(s) are: product ID: 8253200, serial/lot #: (B)(4). Analysis of the mainframe found that the device came in with scratched touchscreen which affected "touch" input. The touchscreen and missing feet were replaced then the software was upgraded to current specification. The device was placed into burn-in for four hours. The device was tested and passed all manufacturing specifications. Analysis of the patient interface found that the customer's complaint of not working properly could not be verified. The wave washer was replaced due to loose cable clip. The device was tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported that the mainframe was acting haywire and the patient interface was not working properly. There was no known patient impact reported.